Event description:
It was reported that the pt had a lead revision due to dislodgement. The lead remains implanted and in use. No pt complications were reported as a result of this event.

Manufacturer narrative:
This report is being filed under exemption # (B)(4) for a 2 year retrospective review of reported events involving lead dislodgments; date range (B)(6), 2008 and (B)(6), 2010. This medwatch report represents 441 events (event type code serious injury). The info submitted reflects all relevant data received. If additional relevant info is received, a supplemental report will be submitted.